Event description:
The customer believes that the no delivery alarm was not functioning properly. The customer also reported having low reservoir alarms, and then she received no delivery alarm. It was stated that a tubing clamp was not available and the high pressure was not performed at time of call. Advised the customer to change the reservoir immediately after getting a low reservoir alarm. No further info was performed.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.